Event description:
It was reported to philips that the geometry movements were partly unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned emergency treatment was performed by the customer and the procedure was completed as planned after geometry restarted within 1-2 minutes. The distributor inspected the system on site and confirmed that the geometry movements were partly unavailable. Review of the system log file showed that the power supply from the gib to the motors was disconnected. Upon troubleshooting, engineer found that the lateral movement became unimpeded but longitudinal movement remained obstructed and the problem was likely due to an intermittent failure in the 75v power supply. To resolve this issue, engineer replaced 75v power supply and performed checks, including checked all cables and reseated, inspecting brakes, movements, dirt accumulation, fuses, reloading the software, and replacing multiple components such as the niu, ecat, and longitudinal drive. But the same issue reoccurred again after a few days ; and engineer replaced the brake in other case ID. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.